Event description:
It was reported that cartridge did not fully snap into pump, and customer was initially unable to successfully load cartridge despite inspecting pump, pneumatic tap area, and cartridge without finding damage or debris. There was no reported impact to the customer¿s blood glucose level. Customer later discovered that an o-ring was present on pneumatic tap, removed it, and cartridge then snapped into place and loaded successfully, while customer continued using multiple daily injections provided by hospital and was advised to call back if any further issues arose.